Event description:
During the placement, the micrusphere 10 cerecyte microcoil (csp10035030/c15589) stretched during deployment. Therefore, the physician pulled out and changed to another other coil. No resistance occurred during insertion, advancement, positioning, or removal of the coil delivery system, but during positioning, additional torque or manipulation was used in attempt to get the coil to stick to the coil mass. Additionally, during placement, the coil was left in the aneurysm, while the microcatheter was repositioned. After the event, the same microcatheter was used with the next devices. The microcatheter was not reshaped and constant and dedicated saline source was used at all times. After it was removed from the patient, the device had no other damage (coil-, fracture, separated, etc), or delivery system/introducer (kink, bend, fracture, separated, etc), and the coil remained attached to the delivery system. The target site was the mca that was normal, and had a saccular aneurysm. The device will be returned for analysis, and there was no adverse event reported.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be return for analysis, but it has not been received. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the placement, the microsphere 10 cerecyte microcoil (csp10035030/c15589) stretched during deployment. Therefore, the physician pulled out and changed to another other coil. No resistance occurred during insertion, advancement, positioning, or removal of the coil delivery system through the excelsior sl 10 .0165", but during positioning, additional torque or manipulation was used in attempt to get the coil to stick to the coil mass. Additionally, during placement, the coil was left in the aneurysm, while the microcatheter was repositioned. After the event, the same microcatheter was used with the next devices. The microcatheter was not reshaped and constant and dedicated saline source was used at all times. After it was removed from the patient the device had no other damage (coil-, fracture, separated, etc), or delivery system/introducer (kink, bend, fracture, separated, etc), and the coil remained attached to the delivery system. The target site was the mca that was normal, and had a saccular aneurysm. The device will be returned for analysis, and there was no adverse event reported. The coil was returned stretched. There are two possible contributing factors to the coil stretching. These contributing factors may have worked separately or in tandem producing similar results. The primary contributing factor to the coil stretching may have occurred when the microcatheter was repositioned while the coil was still anchored inside the aneurysm as stated in the event description, ¿additionally, during placement, the coil was left in the aneurysm, while the microcatheter was repositioned.¿ if the coil did stretch while the microcatheter was being repositioned, then for optimum product performance, the instructions for use (IFU) recommends, ¿caution: do not attempt to use the microcoil system as a guidewire if positioning of the microcatheter is lost during microcoil deployment.¿ the secondary contributing factor to the coil stretching may have occurred during repositioning of the coil inside the aneurysm. The coil may have been temporarily captured by the coils already dwelling inside the aneurysm, on itself, or on the distal tip of the microcatheter. When the anchored coil was retracted, it may have been stretched. If the coil did stretch while the microcatheter was being repositioned, then for optimum product performance, the instructions for use (IFU) recommends, ¿caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.¿ in addition, without the return of the sl-10 microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported event of stretched coil was confirmed, but it was reported that additional toque and manipulation was used to insert the coil into the aneurysm. Also , the coil was left in the aneurysm while repositioning the microcatheter, both possible factors contributing to the coil stretching. Based on the information and analysis, procedural factors contributed to the event. The DHR indicated that the lot met lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The microcatheter used with the coil was an excelsior sl 10 with an inner diameter of 0.0165. Additional information will be submitted within 30 days of receipt of information.